Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for spinal pain reported on december 30th he was leaning against something and when he went to walk away his legs began to feel like spaghetti, and he felt like he had a pinched nerve in his back because he couldn't control it. The patient stopped and stood still for a few minutes, and then had to walk it off consistently before he was able to get rid of the problem. The healthcare provider (hcp) was notified who told the patient to get a hold of the manufacturer's representative (rep). The hcp also stated they may need to see the patient in the office and potentially order an MRI or some diagnostic testing to figure out what was going on. A request was going to be made for the rep. To be at the appointment. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.